Manufacturer narrative:
11/12/1997-supplement #2 sent to FDA.

Event description:
The product was implanted on 11/21/1996. Reportedly, the catheter broke. The surgeon performed a reoperation to remove the device and implant another one. The hosp has reported the pt's condition is satisfactory.